Event description:
Clinical trial. It was reported that post index procedure, the pt experienced chest pain. The index procedure treated a bifurcated lesion consisting of the left main, proximal lad and circumflex arteries. The physician direct stented the lesion with a 5.0x32mm taxus express2 stent, using the t-stenting technique. Post dilatation stenosis is less than or equal to 30%. The pt received bivalirudin during the procedure. The pt was discharged 1 day later on aspirin and plavix. On day 130, the pt experienced chest pain. The pt was taken for an angiogram, but no other intervention was performed. At that time, the pt was scheduled for a percutaneous coronary intervention at another hosp.

Manufacturer narrative:
H6; the delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 8132603 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The cause of the difficulties stated in the complaint could not be determined.